Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to incomplete or inadequate seating, misaligned insertion, or excessive tension applied to sutures before the anchor was fully set.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2025, an arthrex subsidiary employee reported via email that an ar-3633sp self-punching triple-loaded fibertak anchor became unusable. After the anchor was inserted into the bone hole, the suture came out without any resistance when pulled. The anchor was subsequently removed, and the surgery was completed using a product from another manufacturer. This was discovered during a procedure on (B)(6) 2025. There was no significant delay reported, no additional anesthesia was administered, and no adverse effects were reported during or following the procedure due to this issue.